Event description:
It was reported that while using the instrument during a right hemi-colectomy, the instrument would not fire properly. There was no reported patient consequence and one device is being returned.